Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg pocket site. It was also reported that the patient had difficulty charging ipg due to migration. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. No device malfunction was suspected and the patient was doing well postoperatively.